Event description:
A caller reported experiencing a cartridge alarm 20 with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the proper technique, and the caller successfully resumed insulin therapy. The customer also cleaned the pneumatic and cartridge area on the pump, resolving the issue.